Event description:
The manufacturer received a ventilator for service due to noise. The device was not in patient use.

Manufacturer narrative:
During evaluation at the manufacturer's service center, errors related to the device's internal battery were observed in the device's error log. The device's internal battery was replaced to address the issue.